Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading on the adc device compared to an unspecified glucose reading obtained on a competitor brand meter .. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer was asymptomatic and initially self-treated by consuming glucose. The low readings remained the adc device and the customer subsequently presented at a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who obtained an hcp meter reading of 468 mg/dl and administered 10 units of an unspecified injection as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. A reading of 135 mg/dl on the adc device was compared to a competitor brand meter reading of 469 mg/dl on day 1 of wear. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.